Event description:
It was reported that the programmer was not able to program. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, however it was noted that the power supply was out of electrical specification. As a result the power supply was replaced. (B)(4).